Event description:
It was reported that the monopolar curved scissors instrument was dull. No further details were provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, performance testing was conducted and the instrument performed as intended. Engineering also observed that the instrument conductor was burnt just after entering the idler block. The area where the burn was located was not covered by clear plastic insulation, which indicates that arcing most likely occurred. Based on this discovery, engineering concluded that the instrument may have arced a previous surgical procedure.